Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included environmental and functional testing without duplicating the malfunction. It is important to mention the batteries used at the time of the reported malfunction were not returned to zoll for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not recognize the batteries were installed. Complainant indicated that there was no patient involvement in the reported malfunction.